Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with another device.